Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "correct handling of suture is extremely important. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03835 / 03836).

Event description:
It was discovered while inserting the anchor into the patient's knee joint capsule, that the anchor was not properly aligned on the inserter and was removed from the patient. Another anchor and inserter were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.